Manufacturer narrative:
Evaluation summary: the product was not returned; it remains implanted. Product history records were reviewed and the documentation indicated the product met release criteria. The associated product models were not specified. It cannot be determined if qualified products were used. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported customer issue. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A consumer reported that his vision at near/mid-range is not as good as he expected since having cataract surgery with an intraocular lens (iol) implant. Additional information provided by the surgeon that the patient developed posterior capsule opacification. A yag laser procedure was performed. The event of vision at near/mid range is not as good as expected is continuing.